Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with a test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, pin 5 of the esd700 component was shorted to ground. The cause of the inability to communicate is the shorted esd700 pin. The root cause of the shorted pin cannot be positively identified. No adverse event resulted from the shorted components.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.